Event description:
During preparation of the device for cardiopulmonary bypass procedure, the user reported that the arterial sensor would not calibrate. The device was not changed out; however, the venous cable head was used for the procedure. The user calibrated the shunt sensor in the venous cable head and was able to use this in the arterial side of the cpb circuit. The troubleshooting and final use of the venous cable head did delay the start of the procedure, which was an elective procedure and agreed to by the pt. This produced a 30 minute delay in the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.